Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level and ketones; high bg value and ketone level were not provided. The cause of elevated bg was unknown. Reportedly, the customer was hospitalized due to the high bg event. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.